Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which lead came apart, so both are being reported.

Event description:
Related manufacturer reference number: 1627487-2019-08750. It was reported that, during a revision for high impedance (1627487-2019-08744), one of the leads came apart while being explanted. The distal tip of the lead came off and remained in the patient's epidural space. The procedure was completed successfully.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.